Event description:
Gemcitabine (chemotherapy) leaking from tubing. Noticed as chemo rn was hanging it to infuse. Chemo placed in zip lock back and pharmacy notified. Manufacturer response for IV tubing, continuflo (per site reporter) we have a follow up call with baxter. First call with them was last month.